Event description:
Pt undergoing a bone marrow transplant for myelodysplasia. A hole was found in the dual lumen segment of the pt's venous access device. The hole is of unknown etiology. There is no repair kit for the dual lumen segment of this catheter.